Event description:
Received info stating customer receive multiple occlusion alarms. Reportedly customer's blood glucose level was impacted.

Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up report will be submitted.